Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the error message. The circuit boards and the interconnect cable were checked. The ps1 power supply was replaced and the voltage adjusted to 5.15 vdc. The high voltage cable and connectors were checked and found to be blackened from arcing. The cable was cleaned and regreased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication error message on boot up. No pt injury was reported.